Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as fold flaw opening and missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "ruptures discovered during surgery". Healthcare professional later reported "capcon ". Later healthcare professional reported baker grade iii. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "ruptures discovered during surgery". Healthcare professional later reported "capcon ". Later healthcare professional reported baker grade iii. This record is for the left side. Device was explanted and replaced.